Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 359 mg/dl on the ilet after a supply change, while using a contact detach infusion set placed on the abdomen with a history of repeated use of that site. Symptoms included elevated blood glucose without reported systemic illness or other adverse effects. Outcomes included successful reduction of blood glucose to 187 mg/dl after a full supply change and relocation of the infusion site to the hip/side, with the user feeling fine. Investigation included guided troubleshooting and education on infusion site rotation. Investigation of this case revealed likely compromised insulin absorption due to scar tissue from overused abdominal sites, consistent with infusion site performance issues rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user site factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.